Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Visual inspection confirmed that the complete lead was returned, with a cut in the outer insulation at 28 cm from the pin. Dried body fluid was noted in the lead 12 cm to 39 cm from the pin, likely entered through the cut in the lead. The helix was fully extended and physically in very good condition, with no obvious sign of damage noted. Dried body fluid was noted in the helix housing. Direct current testing passed on all paths. The helix failed to retract, likely a result of the dried body fluid.

Event description:
Boston scientific received information that one day post implant, this right atrial (ra) lead dislodged. An invasive revision procedure was performed. While attempting to reposition the ra lead, the helix became stuck in the extended position. The implanting physician then elected to cut the insulation to save the access site. The ra lead was ultimately explanted and replaced. No adverse patient effects were reported during the procedure.